Event description:
We received a report from a hospital in another country, stating that there was no airway pressure port on the y-piece of the rt206 adult breathing circuit kit. This alleged defect was found before use. No pt consequence was reported.

Manufacturer narrative:
This report was prepared by rep. This is a malfunction that has been reported to fisher & paykel healthcare by a hospital in another country. The product is not sold in the USA but it is similar to a product which is sold in the USA. We are awaiting the return of the complaint device, but an investigation has been done based on the event description and results from previous investigations. Results: our records indicate that is the only complaint of this nature received for the given lot number. We have not been able to confirm the alleged fault, however based on the event description and results from previous investigations. We believe this is most likely due to incorrect line clearance by the operators. Conclusions: the device was out of specification. The problem was most likely caused by operator error. We have an open CAPA to address missing/wrong components in circuit kits. We will continue to monitor all complaints for such faults.